Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of in the 20 mg/dl and 30 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 400 mg/dl at the time of the call. The customer was assisted with troubleshooting and stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. Customer also reported that the insulin pump had a motor error alarm. The insulin pump was not exposed to high magnetic fields and they were able to complete the rewind process. Customer had a high blood glucose of 400 mg/dl and declined troubleshooting. The product was not returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Device passed the delivery accuracy test. (B)(4).